Event description:
It was reported that a patient had a shocking or jolting sensation. It was reported that since implant, when stimulation was increased the patient felt stimulation in the shoulder then felt a shocking at the implantable neurostimulator (ins) site. It was reported that the patient had a revision ¿about 3 weeks ago¿ and during a post-op appointment a manufacturer¿s representative increased stimulation and the patient stated ¿he still felt shocking at the ins site.¿ it was noted that the patient didn¿t adjust or increase stimulation, only the manufacturer¿s representative did. It was also mentioned that since implant the stimulation had not been relieving the pain down his right arm ¿like his old ins did¿. It was noted that his old ins had been replaced due to normal battery life and that with that device ¿he had great relief down his arm.¿ it was reported that the patient had an appointment for (B)(6) 2013 to follow up on his revision and ¿if that didn¿t fix the issue the patient would be referred to a neurosurgeon.¿

Manufacturer narrative:
Concomitant products: product ID 74001, lot # n316048, implanted: (B)(6) 2012, product type adapter; product ID 3888-28, lot # l67444, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37754, serial # (B)(4), product type recharger. (B)(4).